Event description:
This complaint is from a literature source. The following citation was reviewed: chen l, zheng c, wu j, gong j, gao y, wan s. The enterprise2 stent for endovascular treatment of intracranial aneurysms: short-term results from a single center experience. Front neurol. 2020 dec 3;11:589689. Doi: 10.3389/fneur.2020.589689. Pmid: 33343493; pmcid: pmc7744753. Objective and methods: this article reports a single institution's experience with the novel enterprise 2 (ep-vrd2) stent in vivo in the treatment of intracranial and cranial cervical junction aneurysms. Twenty-five ep-vrd2 stents were implanted between november 2018 and december 2019 to treat 21 aneurysms at the siphon segment of internal carotid artery (ica), one at the petrous segment, two at the cervical segment, one at the vertebral artery with five accompanied with stenosis. Lot numbers are not available, but the suspected cerenovus device possibly associated with reported adverse events: enterprise 2 vrd concomitant cerenovus devices that were also used in this study: 0.021" prowler select plus microcatheter concomitant non-cerenovus devices that were also used in this study: 0.014" synchro micro-guidewire (styker), echelon 10 microcatheter (medtronic) adverse event(s) and provided interventions: case #2 - incomplete stent apposition with no new neurological ischemic events, either immediately or on follow-up (3-6 months) case #5 - stent kinking was observed using xper CT during the operation that was corrected by massaging the stent via microcatheter or microwire; no new neurological ischemic events, either immediately or on follow-up (3-6 months), were observed case #9 - slight re-stenosis was observed in the 3 month follow-up digital subtraction angiography ( dsa). This patient had severe stenosis of the parent artery (c7 segment) case #14 - incomplete stent apposition with no new neurological ischemic events, either immediately or on follow-up (3-6 months) case # 15 - stent kinking was observed using xper CT during the operation that was corrected by massaging the stent via microcatheter or microwire; no new neurological ischemic events, either immediately or on follow-up (3-6 months), were observed.

Manufacturer narrative:
Product complaint # (B)(4). This complaint is from a literature source. The following citation was reviewed: chen l, zheng c, wu j, gong j, gao y, wan s. The enterprise2 stent for endovascular treatment of intracranial aneurysms: short-term results from a single center experience. Front neurol. 2020 dec 3;11:589689. Doi: 10.3389/fneur.2020.589689. Pmid: 33343493; pmcid: pmc7744753. The product catalog and lot numbers are not available / not reported. The unique identifier (UDI) and expiration date of the device is not known. The initial reporter contact information is not available. The device manufacture date is not known as the device lot number is not available / not reported. Due to the nature of the complaint, the device (s) were not returned for analysis nor was the sterile lot numbers provided in order to conduct a lot history review. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.